Event description:
Caller states the patient received results of 380 mg/dl and 150 mg/dl within 10 minutes on the inform ii system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states the patient received results of 380 mg/dl and 150 mg/dl within 10 minutes on the inform ii system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however the test strips are no longer available; replacement was sent.